Event description:
An administrator reported that there was insufficient illumination during a procedure. A second system was brought in and used to complete the case. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).